Event description:
Reference number: (B)(4). Event occurred in united states. It was reported that the patient experienced an event of insulin flow blocked on 07-apr-2025. Patient noticed symptoms within three hours after insertion. The site of insertion was abdomen. High blood glucose (474 mg/dl) was addressed by correction bolus via pump. Patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.